Event description:
It was reported that catheter tip breaks while using bd angiocath¿ peripheral venous catheter which caused phlebitis. No medical intervention or serious injury reported. The following information was provided by the initial reporter, translated from portuguese to english: angiocath brand #20 abocath catheter breaks at the beginning of the bevel during insertion of the catheter into the vein, generating phlebitis and the need for new venous access.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that catheter tip breaks while using bd angiocath¿ peripheral venous catheter which caused phlebitis. No medical intervention or serious injury reported. The following information was provided by the initial reporter, translated from portuguese to english: angiocath brand #20 abocath catheter breaks at the beginning of the bevel during insertion of the catheter into the vein, generating phlebitis and the need for new venous access.